Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the chest, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient developed itchiness, burning, a rash, redness, inflammation, pimples, blisters, dry skin, and a scar under the sensor patch. Various barrier products were used unsuccessfully. There was no documentation of medical intervention. This is being reported based on the reported scar under the sensor patch. No additional patient or event information is available.